Event description:
Customer called to report that the wash vacuum probe of the unicel dxc 600 synchron system was leaking. Customer stated that the system displayed a 'cuvette not dry' error. Customer also stated that there was no fluid underneath the reagent probes and that the cables appeared intact. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument, during which the wash manifold valve was removed, examined and reinstalled. The fse could not identify a leak or replicate the event. The fse confirmed that the instrument was functioning properly.

Manufacturer narrative:
No instrument failure was detected, nor could it be duplicated. The fse verified proper instrument performance, and customer has not called back to report any further issues relating to this event. (B)(4).